Event description:
The patient underwent exploratory surgery of the vns generator and lead sites. No vns devices were replaced, and it was noted that "everything checked out okay." No additional relevant information has been received to date.